Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he programmed a bolus before going to bed and then he woke up with high blood glucose of 575 mg/dl. He treated with manual injections. Blood glucose level at the time of the call was 375 mg/dl. Customer declined to check the settings; he stated that the basal rates were adjusted the week prior. No issues with site or set were found but the insulin pump failed the high pressure test. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, displacement test and basic occlusion test. We were unable to prime during prime test due to faulty force sensor resistor. We were unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir rube lip, cracked battery tube threads, minor scratched lcd window and missing end cap sticker.